Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6)-year-old (B)(6) male patient had impella cp pump inserted in the left femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). It was reported during pump support the patient experienced cerebrovascular accident (cva). As a result, the patient was given drug therapy. The patient ultimately recovered and mechanical support was no longer needed. No further information was provided.